Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: the investigation of this complaint was based on the provided information available and the returned product. The returned device was evaluated. The captor iris valve was functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. The valve leaked with a dilator through the valve. There was no leak without a dilator. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient anatomical form was suitable for the procedure, and access route without any problems. When the physician flushed the device, leakage as blast out from the hemostatic valve was confirmed. The leakage was also observed at removing the placed inner sheath from the device. Therefore, the physician held the hemostatic valve to prevent the leakage to complete the procedure. Patient outcome: no adverse effect to the patient.